Event description:
It was reported that the patient presented in-clinic for a scheduled right-ventricular (rv) lead revision as previously it was noted that the rv lead exhibited high capture thresholds. As a resolution the rv lead was explanted and replaced. The patient condition was stable.